Event description:
It was reported that bd infusion disposables IV tubing leaked. The following information was provided by the initial reporter: tubing leaking clinicians report experiencing tubing leaks. Generalized feedback. No further details available at the time of the interview. No reported patient harm.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field.h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.